Event description:
It was reported that the patient has expired after an implant duration of approximately 1.7 months, due to unknown reasons. It is now known that the patient also had endocarditis. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), it was learned that the patient had an infectious disease. It was also noted that the device was not explanted. No further information regarding the device/patient was learned. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.